Manufacturer narrative:
The biomedical engineer reported that the ventilator readings were not getting to the bedside monitor (bsm). No patient harm was reported. They were provided with some troubleshooting tips and will call back, if necessary. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the ventilator readings were not getting to the bedside monitor (bsm).

Manufacturer narrative:
H10: additional narrative: customer reported that they were not getting any data from the ventilator to the monitor. Service requested: troubleshooting. Service performed: troubleshooting. Technical support had the customer check the pc settings on the monitor and the physical connections on the equipment. No issues were found. The customer swapped ports on the back of the bsm and issue persisted. Technical support then advised the customer to check the pc settings on the ventilator, and if that did not work, then try swapping the cables. Customer at later point states that the issue could be considered resolved as they have not heard any complaints from their staff regarding the reported issue and that their system has changed since the initial complaint. Investigation results: the root cause of the issue could not be determined at this time due to lack of provided information from the customer regarding troubleshooting, contributing factors, and issue resolution. The device service record shows that since the initial complaint, there have not been any more reported issues or servicing regarding mu-631ra sn: (B)(6). Moreover, the customer has stated themselves that the issue could be considered resolved as there have been no reports from their staff about ventilator data not appearing on the monitor. This indicates that the issue was resolved internally by the customer. Possible causes are incorrectly configured pc settings on the ventilator or bad cable; both of which are easily remediated through either being educated on proper pc settings or replacing the cable (cables are accessories to the devices and are expected to be replaced when they go bad). Trending (shown below) also shows that similar tickets could not be found and there is no adverse trend, therefore there is no suspected design deficiency. This complaint record can be qa closed. Trending: "mu-631ra ventilator data" - 0 results. "Mu-631ra ventilator" - 0 results. "Bsm ventilator" - 0 results. Related tickets could not be found. No adverse trend is suspected. Corrected data: g4. Date received by manufacturer: should be 07/09/2018 not 08/02/2018 as listed on MDR initial report.

Event description:
The biomedical engineer reported that the ventilator readings were not getting to the bedside monitor (bsm).